Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown size 2 triathlon primary tray. Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Event description:
Revision of a triathlon primary knee to a triathlon revision knee.